Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Information was later received that this lead was explanted and replaced. No adverse patient effects were reported as a result of the procedure.

Event description:
Boston scientific received information that during a routine follow-up noise was noted on the right ventricular (rv) lead. Additionally, a drop in lead impedance was noted. As a result of excessive noise on lead, threshold testing could not be conducted. It was confirmed that the patient had an intrinsic rhythm and there were no pauses. The x-ray did not provide evidence of a fracture. A lead replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Information was later received that the revision procedure was performed due to a lead fracture.